Event description:
It was reported that the device needed maintenance. During the device evaluation, ventec observed that its exhaled tidal volume (vte) levels were low and that it would intermittently stop ventilating. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was further evaluated by ventec where the reported issues of its exhaled tidal volume (vte) levels being low and it intermittently stopping ventilation was confirmed. Ventec replaced the blower to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the blower.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-01100-000 section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).